Event description:
Patient did not actually receive medication due to adverse drug event from another medication. This patient's fluorouracil (5-fu) bag was made and stored for future use. Upon inspection in storage it was discovered that it had leaked. No patient harm. Patient came to clinic for 5-fu disconnect and ivf. When pump examined crystallization noted around pump and on pouch. The 5-fu was disconnected with 2 ml remaining. No patient harm. Pharmacist reported that patient's fluorouracil infusion bag was leaking and had to be replaced. No patient harm.